Event description:
The customer reported that she was hospitalized due to a transplant, and has been experiencing blood glucose levels as high as 700 mg/dl. The customer was unable to troubleshoot at the time of the call, but stated that she has lost all confidence in the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.